Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify motor position encoder error alarm due to motor error alarm. Insulin pump received with cracked belt clip slot, missing end cap sticker, missing address, serial number label and cracked reservoir tube lip..

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the insulin was leaked inside the insulin pump. Customer stated that the drive support cap was normal. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.